Event description:
Have had several problems with sterilization. Problem does not appear to be sterilization technique but may be product related. During procedure, black "flakes/specs" are seen falling into operative site. Facility has had this problem on 2 (two) previous occasions.